Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height legacy drawer 6 failed. A field service engineer (fse) found duplicate addressing on main full height legacy drawer 6, specifically in row a with multiple duplicated addresses. The row board cable and drawer trays appeared to be in good condition. The fse reseated the row board cable at the tray, cleared the duplicate addressing, removed the cubies, and performed recovery. After a proper reboot, the drawer became responsive. Final testing was completed in the hardware test application (hta). The pharmacy was advised to replace the cubies as they should not be reused. The pharmacy technician successfully recovered and inventoried main full height legacy drawer 6, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 displayed a duplicate address detected error for all cubies, forcing the user to eject them. All cubies containing medications, except one, were malfunctioning and inaccessible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.